Event description:
A report was received that the patient¿s lead displayed high impedance readings. The physician suspects lead fracture. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead, approximately 24.02 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The broken cables resulted in the reported complaint of high impedance. The broken cables are still contained inside the lead body.

Event description:
A report was received that the patient¿s lead displayed high impedance readings. The physician suspects lead fracture. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient¿s lead displayed high impedance readings. The physician suspects lead fracture. The patient will undergo a revision procedure.